Event description:
Blunt fill medicine needle damages vial stoppers which creates debris inside of medication vial. Potential for embolism reaching patient since this needle does not have a filter. (B)(4).